Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 10/11/2012 and has no repair history at zimmer surgical. Eval of the device determined that it operated erratically. Prior to repair, the device was within calibration spec at all thickness settings. In post-repair, the motor did not operate. It was observed that there was exterior corrosion of the motor. The corrosion and damage to the interior of the motor most likely caused the reported event. Improper handling most likely caused the damage to the motor of the device. No info was obtained regarding customer's sterilization practices; however, improper sterilization likely caused the corrosion on the motor. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome did not work properly. Add'l clinical follow up with the customer clarified that the device did not cut the skin. There was no report of pt injury or medical intervention required and another device of another company was used to complete the procedure. It was also reported that surgery time was extended by 20 minutes.